Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the scs ipg site. Reportedly, the ipg was too superficial and was causing pain. Surgical intervention was taken on (B)(6) 2017 and the patient's scs ipg pocket was revised. Follow up information obtained identified revision of the patient's scs ipg pocket resolved the issue.